Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the image intensifier. The system operates as intended.

Event description:
It was reported that the 9800 system displayed poor image quality with objects on the images. No patient injury was reported.